Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was 274 mg/dl. Based on customer report customer does allege insulin pump was under delivering. After troubleshooting air bubbles were successfully removed. The insulin pump will not be returned for analysis.